Event description:
A report was received that the patient was experiencing pain and irritation at the ipg site. The patient underwent an ipg pocket revision procedure. The patient was doing well postoperatively.